Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. The customer was unable to provide the location of the leak. Reportedly, the leak caused the insulin gauge to display an inaccurate fill estimate. Customer's blood glucose was 170 mg/dl. Reportedly, a new cartridge was loaded to resolve the issue.